Manufacturer narrative:
On (B)(6) 2018; (B)(6) 2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had a red warning and a battery failure. It was reported that the event did not occur during patient use. The event date was not specified, estimate used.